Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. The explanted implantable pulse generator (ipg) and paddle lead were not returned as they were kept by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred ten years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: sc-2108-50m model: sc-2108-50m serial: (B)(6) batch: 7105.